Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was turning off by itself and the patient had a return of incontinence. Patient stated they noticed this when they used their patient programmer. Patient stated they had been using their programmer to turn stimulation back on. Patient was able to confirm stimulation was on during the call. After an explanation of button use on the patient programmer they patient though they may have been accidentally turning stimulation off. Patient was going to monitor this and schedule an appointment for device check. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that cause of the ins turning off itself was the patient accidentally turning it off. Patient was walked through with the device in their hand. No further complications were reported.